Manufacturer narrative:
Sc-8216-50, (sn#: (B)(6)). The returned paddle lead was analyzed. And visual inspection revealed, that the paddle lead was cleanly cut into three pieces. Approximately, 22 cm from the proximal end of paddle the lead. The clean-cut damage is a result of a typical explant procedure. And it is not considered a failure. No other anomalies were identified, aside from the clean cut. With all the available information, boston scientific concludes, the as reported observations with testing of the product return the event was confirmed. A labelling review found, that the reported event of the paddle lead migration is known risks of implanting a pulse generator, as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported, that the patient underwent an explant procedure. Due to lead had likely, migrated out of the epidural space.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 7073658

Event description:
It was reported that the patient underwent an explant procedure due to lead had likely migrated out of the epidural space.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. Labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient underwent an explant procedure due to lead had likely migrated out of the epidural space.